Event description:
It was reported that during a lobectomy, the device fired malformed staples on the sample side. Another device was used to complete the procedure. There was no adverse consequence to the patient.